Manufacturer narrative:
(B)(4): method: device has been requested. No product returned. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports patient results higher than reference with hemochron elite microcoagulation system. Pt/inr result on admission was 1.73. Patient had a follow-up visit with physician on (B)(6) 2011 and examination was normal. As a result of embolic event, the physician increased pt/inr therapeutic range to 2.5 to 3.2. Prior therapeutic range, comparison of hemochron elite microcoagulation system values versus reference values were not provided.